Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they stopped using their therapy because it didn't provide them relief and they didn't like that they had to switch between the different groups/programs. Pt said they were confused by the different groups. Pt stated they were also never told that they'd have to recharge their ins every 2.5 days. Pt stated they have memory problems and was becoming stressed out trying to remember to charge their ins. Pt stated they were implanted with the device for sciatic pain and a bulging disk and made it sounds as if their pain was intermittent. Pt stated they tried all three groups and couldn't tell if it was working to relieve symptoms so they stopped using therapy all together. Pt was unclear of when this first began. Patient services (ps) tried several times to confirm if this was an issue since they were implanted with the device and pt implied that it was, but never actually said yes. Due to the nature of the caller, ps could not confirm an event date. Pt also commented they've had to see chiropractors for their entire adult life and has also tried injections that did not work for them. Pt stated they've been considering having another back surgery and also having their ins explanted. Pt commented they have to set an alarm to remember to take their pain medication due to their memory problems.